Event description:
The customer called in for assistance in setting the meter date and time. It was discovered the meter was set in mmol. The customer was not aware the units were incorrect. A reading of 5.1 mmoi/l was disregarded and medication was not adjusted. The customer did not allege any adverse events. The customer was able to set the meter back to mg/dl with assistance. The meter will be returned for evaluation and a replacement meter will be sent.